Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/16/2015.

Event description:
Type of procedure: nephrectomy. According to the reporter: covidien representative was not present during the case. Products will need to be collected from (B)(6). Urology surgeon was attempting to staple during a nephrectomy case and the surgeon stapled across a vessel and found that the I-beam / knife blade would not retract back to release the tissue from the stapler jaws. Attempts to open the jaws failed and the surgeon was required to open a second handle (egia universal) and attempt to staple/cut the existing reload off the tissue. The surgeon was able to do this and complete the nephrectomy case successfully. Surgeon has used the device many times previously and was aware of how to use effectively. There was no tissue damage, however, since the surgeon had to cut the existing load out, there was tissue loss. There was no bleeding and surgical time was not delayed by more than 30 minutes due to the product problem. The patient has made a normal recovery from the operation.

Manufacturer narrative:
(B)(4).